Manufacturer narrative:
Medtronic received the following information from a journal article entitled; mid-term outcomes of the use of endoanchors during thoracic endovascular aortic repair in multicentre analysis. Reyes valdivia a, milner r, heijmen r, riambau v, rousseau h, tinelli g, kotelis d, zanabili al-sibbai aa, pitoulias g, zúñiga cg, de beaufort hwl, panagiotis d, chaudhuri a. Vascular. 2022 feb 27:17085381221076320. Doi: 10.1177/17085381221076320. Epub ahead of print. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva and non mdt stent grafts were implanted in high risk patients in tevar procedures over a 5 year period. 54 patients were included in the study and each patient had a mean of 6.1 endoanchors also implanted . Endoanchors were placed either at the proximal landing zone, the distal landing zone or at both sides of the tevar treatment according to the interventionalist. Stent graft related malfunctions were reported as follows; type ia endoleak, type ib endoleak, type iii endoleak, type IV endoleak, inaccurate delivery endoanchor related malfunctions were reported as follows; type ia endoleak, dislodgment, deployment , device causing damage to another device the following serious injuries were reported; infection, dissection, intervention , device fragments in patients (endoanchor only). Patient mortality was reported, there is no causal link that a valiant captiva stent graft caused or contributed to any deaths. One aneurysm related death occurred in a patient at 1 year follow-up. This patient had a type ia endoleak and endograft infection, eventfully causative of mortality. It is unknown which stent graft this patient had implanted.